Manufacturer narrative:
The device has been requested for return, but has not been received. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that there was leaking and positive blood coming from the effluent outflow port, which was confirmed with a test strip. (B)(4).